Manufacturer narrative:
(B)(6).

Event description:
It was reported that re-instent occlusion and thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa) with 100% stenosis. The target lesion was 45 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation followed by placement of a 7 mm x 60 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2020, the subject developed re-instent occlusion in the right sfa. The subject was recommended to undergo interventional procedure as a treatment for this event. On the same day, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2020, percutaneous transluminal angioplasty and thrombolysis was performed to treat the event. On (B)(6) 2020, the event was considered recovered/ resolved.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that re-instent occlusion and thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa) with 100% stenosis. The target lesion was 45 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation followed by placement of a 7 mm x 60 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged on antiplatelet therapy. On (B)(6) 2020, the subject developed re-instent occlusion in the right sfa. The subject was recommended to undergo interventional procedure as a treatment for this event. On the same day, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2020, percutaneous transluminal angioplasty and thrombolysis was performed to treat the event. On (B)(6) 2020, the event was considered recovered/ resolved. It was further reported that on (B)(6) 2020, patient presented due to acute occlusion of the right peripheral arterial occlusive disease (paod) and right lower leg pain when walking. This paod was associated with long segment of occlusion in the right sfa. On the same day, subject as hospitalized for evaluation and treatment. 100% stenosis was noted in the right proximal to distal sfa with lesion length of 300 mm and reference diameter of 5.5 mm. The lesion was treated with pre-dilation with 3 mm x 40 mm a non-boston scientific percutaneous transluminal angioplasty balloon. Following that, angiography-guided lysis therapy was performed with using actilyse 4 mg/6 hours via the 6f lysis catheter in place to treat 30 cm length in right distal sfa the event and full heparinization with 5,000 iu was recommended. Post intervention showed successful recanalization of a subacute thrombotic occlusion in the sfa on the right leg with 24-hour lysis. Also, due to relapse of stent occlusion, a permanent escalation of the antithrombotic therapy was recommended so an IV administration of heparin was performed for a further 48 hours with a target value of 50-60 sec. On (B)(6) 2020, the event was considered recovered/ resolved and the subject was discharged on the same day aspirin along with statin.